Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the maryland bipolar forceps instrument little wire was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.